Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. Patient stated that they received a high alert, a vibration, followed by a normal audio alert. A few hours later, the patient had passed out at work. A co-worker called an ambulance and the paramedics tested the patient's blood glucose (bg), which was at 24mg/dl. Paramedics administered a treatment, but the patient did not recall what was given. The patient was in emergency room (ER) for about 2.5 hours and then released when her bg levels were over 100mg/dl. Additionally, patient tested the receiver's alerts and alerts were functional. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.